Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a procedure the right ventricular (rv) lead connected to this pacemaker, exhibited high pace impedances greater than 2000 ohms. The lead was subsequently abandoned during the surgical procedure, and the patient received intravenous antibiotics. The cause for the impedance issue remains unknown. No adverse patient effects were reported.